Event description:
A cartridge change error was reported with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed by technical support to inspect and clean various parts of the pump and successfully completed the load process, allowing them to resume insulin delivery.